Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient has a history of atrial fibrillation (af). Episode review at this in clinic follow up visit, identified farfield r-wave oversensing (ffrw) resulted in storage of af and atrial tachycardia (at) episodes being recorded. There was no true af observed on the electrograms at the visit. It was noted that a previous check also had ffrw and therefore, the post ventricular atrial blanking period had been reprogrammed from 85ms to smart. The reported clinical observations were documented, and no adverse patient effects were reported.